Event description:
Healthcare professional reported capsular contracture baker grade IV. This record is for a right side. Device was explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Photo analysis: device photograph(s) for the device related to the reported event of capsular contracture requested on may 13,2026. With lot number: 3160731 and catalog number: n-trm310. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.